Event description:
It was reported via repair work order that the power coil cable to the footend lift was cut with exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.